Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2012. During the procedure, the locking mechanism on the inserter locked up and would not release from the acetabular cup. The procedure was completed using another acetabular cup with no injury to the patient or significant delay to the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage....biomet recommends that all instruments be regularly inspected for wear and disfigurement." Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Damage on the returned instrument suggests that a clamping tool such as pliers may have been used to apply a great amount of torque toward tightening or untightening the cup from the impactor assembly. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage....biomet recommends that all instruments be regularly inspected for wear and disfigurement."